Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with lcp distal femur plate and screw construct on (B)(6) 2012. The patient fell and had a periprosthetic fracture. On (B)(6) 2012, patient returned to the hospital with pain. It was noted that the plate broke post-operatively. Patient was returned to the or on (B)(6) 2012 for revision surgery. Surgeon removed the hardware and patient was revised with plate and dls. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient identifier was reported as (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.